Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The complete lead was returned. Analysis was completed and the failure to capture allegation was not confirmed, based on normal lead resistance measurements, the passing of the electrical test and the inspection that showed no conductor fractures.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture with no asystole. Also the pacemaker was explanted due to normal battery depletion and a right atrial (ra) lead was explanted and other ra lead attempted at the same procedure. No additional adverse patient effects were reported. The lv lead has been returned for analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture with no asystole. Also the pacemaker was explanted due to normal battery depletion and a right atrial (ra) lead was explanted and other ra lead attempted at the same procedure. No additional adverse patient effects were reported. The lv lead has been returned for analysis.